Event description:
The product was used during a diagnostic laparotomy procedure. Reportedly the needle detached from the suture while removing through the trocar. The needle was unable to be retrieved. The surgeon performed a small laparotomy to retrieve the needle. The hosp has reported that the pt's status is satisfactory.